Event description:
It was reported that during a breast biopsy procedure the device was not collecting samples. The device jammed and broke after attempting to prime. Another device was used to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The lot met all release criteria. The first sample was returned. Product packaging and label were returned. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub including the tangs as well as the stylet tangs were found to be broken. It was noted that the cannula hub was from cavity 14 and the stylet hub was from cavity 13. The investigation in confirmed for a break, as the cannula hubs and stylet tangs were found to be broken. The investigation is confirmed for failure to prime, as the devices could not be primed to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time.